Event description:
The mother of a male reported, that her son has been getting chronic occlusion alarms. She reported that the occlusions began with one particular box of infusion sets. The mother reported that her son's blood glucose values were in the 400-500 mg/dl range. His normal range is around 200 mg/dl. The patient's mother reported that he would experience feeling very sick to his stomach. The patient would disconnect from his infusion device and the occlusion alarm would clear. The patient's mother stated that her son was very close to going to dka. In 2006, the patient's mother stated that her son's blood glucose values improved when he switched to a new box of infusion sets. No medical treatment was reported. The product was requested to be returned for evaluation.